Manufacturer narrative:
(B)(4). Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, missing drive support sticker, end cap broken off and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case broken on the bottom left side. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.